Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt starting experiencing hemolysis 4 months prior. It was felt that the pt had a small crescent shaped clot (old) in the outflow graft. The pt had one pump stoppage a couple of months ago and the pt's system controller was exchanged. It was also reported that they were not able to close the aortic valve at 1300 rpm, and the pt was experiencing shortness of breath. The pt's pump was exchanged.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.